Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the caller stated that the patient needed a cardiac MRI, but when they went to turn on the patient control device, it said therapy stopped, replace internal device. The caller stated they called the patient to see what their eligibility was and the patient said the device didn't turn on like it was broken and hadn't been working for a while. The caller had the patient turn it on and the patient saw the message. The caller didn't know when the patient had a fall, but the patient said they were told that a fall might have caused the device to quit working. Reviewed end of service (eos) and redirected to their healthcare provider to further address the issue.